Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was able to be charged and rebooted. The receiver log was reviewed, there was no data within the investigation window. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The reported event of an error icon display was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/15/2018, that on (B)(6) 2017, the receiver displayed err67. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.